Event description:
It was reported that while running a blood bag, the gauge on the level 1 trauma fast flow system only pressurized to 200 mmhg. It was suspected that the pressure tubing at the connectors was not tight enough. After tightening the connection, the problem appeared to have been resolved. The customer was having the device undergo additional testing by their biomed department. No patient injury or complications were reported in relation to this event.